Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases and an opening on the valve. A leak test and microscopic analysis were performed which identified a crack opening, white particles, wear abrasion, approximately 75 percent partial separation/delamination of the valve, and approximately 75 percent partial separation/delamination of the plug strap. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve, partial delamination of the plug strap due to adhesive failure, and partial delamination of the valve due to adhesive failure.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device has been explanted.